Event description:
It was reported that the respiratory surgery temperature was 28¿ during the thymectomy. Concerned about contact issues, the user unplugged the jack and the temperature no longer appeared in the temperature sensing foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the respiratory surgery temperature was 28 degree celsius during the thymectomy. Concerned about contact issues, the user unplugged the jack and the temperature no longer appeared in the temperature sensing foley catheter.